Manufacturer narrative:
H3 - device evaluation: the lens was returned in a micro centrifuge vial. Visual inspection found a broken lens. Claim #(B)(4).

Manufacturer narrative:
Weight, ethnicity, race - unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -14.0 into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a longer lens due to low vault. The cause of the event is reported as unknown. See MFR rep# 2023826-2021-02459 for the replacement lens.